Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a teenage patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Later the same day, sample was retested again using xpert xpress sars-cov-2 and the result was again sars-cov-2 positive. This retest sars-cov-2 positive result was reported to physician. Note that there is no discrepancy; reporting of sars-cov-2 positive result was due to patient not appearing to have symptoms of covid-19. Cepheid's patient safety board reviewed the case and the data provided by the customer. Testing performed on patient without suspicion for covid-19 is outside of intended use. Review of initial sars-cov-2 positive test shows dual n2 and e target detection with early CT values. Amplification and epfs appear normal. Review of retest sars-cov-2 positive result also shows dual target positivity with early CT values and normal amplification/epf. Results are true positive results. All tests show no evidence of product malfunction. There was no discrepancy reported and customer only questions positivity of results because patient was asymptomatic. There was no known deterioration of health. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a teenage patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Later on the same day, sample was retested again using xpert xpress sars-cov-2 and the result was again sars-cov-2 positive. This retest sars-cov-2 positive result was reported to physician. There was no known deterioration of health or change to patient treatment. Note that there is no discrepancy; reporting of sars-cov-2 positive result was due to patient not appearing to have symptoms of covid-19. Review of data provided by the customer showed positive sars-cov-2 results with no evidence of product malfunction.